Event description:
The surgeon inserted a icm120v4 12.0mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to low vault. The lens was exchanged for a longer length and this resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens work order search, medical review. Visual inspection of the returned lens showed the lens was returned dry and a haptic was torn. A lens work order search revealed that there were no similar complaints found from this work order. Medical review : review of the complaint file does not indicate that the surgeon implanted the lens against the dfu requirements. Low vaulting without or without rotation of the lens was noticed in the post-operative period. The surgeon did or did not attempt to reposition the lens. No lens opacity was noted. The lens was removed and was exchanged for a longer lens length with a similar diopter value. This resolved the problem. According to fema(failure modes and effect analysis) it has been determined that inadequate vault is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of white to white measurements, based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used) and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).